Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) is currently underway. The reported problem (battery charger problem) has been confirmed. As received, the battery charger would not power on. Upon service investigation, there was an md5 failure during reprogramming of the charger, which is a flash memory failure. The cause of the charger not powering on was isolated to (components u102 and u105) computer/analog board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. In addition the battery charger's power brick was defective. The root cause for the defective power brick was unable to be positively determined. No adverse event occurred due to the defective battery charger. The patient received a replacement battery charger.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger was not powering on properly. The patient was issued a replacement battery charger.